Manufacturer narrative:
Per the user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a low blood glucose (bg) level of 28 mg/dl. The customer was treated with intravenous saline, insulin and glucose, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer miscalculated the amount of insulin needed to address a bg level, and delivered too large of a bolus. In addition, the customer used the cartridge and insulin past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. The customer loaded a new cartridge and resumed insulin delivery.